Event description:
The manufacturer received information alleging a dreamstation auto CPAP device is getting too hot and burned the surface of a wooden plank that was placed on their nightstand. The bottom of the device blower has gray spots. There are no reports of smoke or flames. The device was plugged into the ac outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleging a dreamstation auto CPAP device is getting too hot and burned the surface of a wooden plank that was placed on their nightstand. The bottom of the device blower has gray spots. There are no reports of smoke or flames. The device was plugged into the ac outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacture received new and relevant information on 05/18/2026. The device was forwarded to manufacturer product investigation laboratory for further investigation. During the device evaluation, the service technician observed that using a known good p4 power connector (due to the original p4 having rust/corrosion to it), power supply, and power cord, pil confirmed the device powers on and provides airflow. An unknown contaminant was observed on the rear panel. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. The p4 power connector was observed to have rust/corrosion to it, likely due to liquid ingress. (B)(4) addresses the issue of liquid ingress to the p4. Additionally, pil was not able to confirm the complaint, or address the symptoms specified. The marks on the patients table were likely due to the p4 corrosion/rust and liquid ingress. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution

Manufacturer narrative:
The manufacturer received information alleging a dreamstation auto CPAP device is getting too hot and burned the surface of a wooden plank that was placed on their nightstand. The bottom of the device blower has gray spots. There are no reports of smoke or flames. The device was plugged into the ac outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Multiple good-faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.